Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds. Customer stated display was blank currently. Customer stated the contacts on the battery cap was neither missing nor damaged. Customer stated battery compartment was damaged. Customer states the spring is neither damaged nor corroded. Customer reported that the display did not return. Customer reported that the insulin pump not exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.